Event description:
The customer contact reported the pt received less medication than intended. Line a of the device was programmed to deliver an unspecified solution. Line b of the device was programmed for secondary delivery of an unspecified chemotherapeutic agent. No specific programming parameters were provided. After an unspecified length of time, the nurse noted the device was delivering from line a; however, the delivery on line b was not complete. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.